Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a connection issue during use of the homechoice device. According to the report, the customer reported that they woke up during drain three of four and noticed that they were disconnected from the set. The patient ended therapy after this was noticed. There was no patient injury or medical intervention. No additional information is available.